Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 315cc mentor memoryshape breast implant experienced left sided rupture post procedure. The rupture was diagnosed through a physical and magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information was received on june 28, 2022. Replacement with new 315cc mentor memoryshape breast implant was performed with explant. The investigation of the photograph provided was completed by the failure analysis lab on july 6, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed covered by gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).